Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 75 mg/dl, and the bg meter was reading 222 mg/dl. The patient was wearing a tandem insulin pump. The patient began vomiting and was having a hard time breathing. The patient¿s aunt brought her to the emergency room (ER) that afternoon. At the ER, the patient bg meter reading was 900 mg/dl, and the patient was unaware of what her cgm was reading at this time. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with IV insulin and IV fluids. The patient was discharged home after three days. The patient had the flu at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.